Event description:
Customer reports the advantage system produced a blood glucose result of 891 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.